Manufacturer narrative:
H6: investigation summary: due to no photo or sample being received, the complaint cannot be verified and the root cause remains unknown. A device history record review could not be performed because a model or lot number was not provided by the customer.

Event description:
It was reported that the unspecified bd infusion set experienced damage. The following information was provided by the initial reporter: that the tubing spikes drop from IV bag.